Event description:
As reported via the edwards clinical specialist, valve in valve procedure was performed.

Manufacturer narrative:
Echo and cine images were submitted to edwards for review. The observations of the imagery are as follows: from the cine images, the patient was noted to have moderate aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate-severe mitral annular calcification (mac). The image intensifier angle was observed to be good, there was no loss of pacing capture, and ventilation held. The first valve was positioned 85:15 ventricular with no valve movement during deployment. The second valve was deployed with no loss of pacing capture, and the ventilation was held. The final position of 2nd valve was 60% more aortic than 1st valve. There was no significant aortic regurgitation. The tee imagery showed moderate to severe aortic valve calcification, no septal hypertrophy, annulus was measured at 19mm, and the stj was measured at 21mm. There were no quality tee images of valve deployment were provided. The impressions of the imagery review are as follows: the first sapien valve was positioned and deployed too ventricular (85:15) as confirmed by cine and echo imagery. No valve movement was appreciated during deployment. Subsequent valve-in-valve was positioned 60% more aortic with good outcome. Per the instructions for use (IFU), valve malposition is a known potential complications of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe ventricular septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, from the images, it was noted that the positioning of the first sapien valve was too ventricular. In addition to other patient factors, moderate aortic valve and severe root calcification may have caused or contributed to the event. There is no documentation of device malfunction. No corrective or preventive actions are required.

Manufacturer narrative:
Please note: duplicate reports were submitted for the same event under initial emdr, report number 2015691-2012-18196 and follow up 001, report number 2015691-2012-18196. The events were reviewed and it was confirmed that the conclusions for both events is similar and no additional information, other than what was already submitted to the FDA, has been identified. Conclusion statement: it is to be noted that the sapien valve via transaortic approach has not been clinically evaluated by edwards, and thus, it is unknown if any additional risks are present that could have contributed to this complaint. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.